Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had double beeping without cassette attached. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in for service in the review period. The reported problem was confirmed by functional test. The cause of the reported issue was a defective downstream occlusion (dso) sensor. The dso was replaced to correct the problem. The device passed all functional tests after the repair.